Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. She changed the insulin, infusion set and treated with manual injection. Blood glucose level was in the 400 and 500 mg/dl range when she went to sleep. When she woke up in the morning, blood glucose value was 273 mg/dl. The customer does not allege the insulin pump was under delivering. No issues were found during troubleshooting. The customer will monitor the insulin pump. Blood glucose at the time of the call was 319 mg/dl. The product will not be returned for analysis.